Manufacturer narrative:
(B)(4).

Event description:
It was reported, that during a nurse training the ventilator's touchscreen was unresponsive. No patient involvement at the time of event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and verified the customer reported malfunction. The se replaced the universal serial bus (usb), and the unit ran for two hours without issues. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.